Event description:
It was reported, patient had a gamma 3 nail that had cut out because of weakened bone from cancer. Surgeon removed the gamma nail and lag screw and implanted a cemented long stem with a bipolar head. No patient information was available because of hospital patient confidentiality regulations.

Manufacturer narrative:
As the items will not be available for investigation, a physical examination can not be carried out and reasonable evaluation of the devices is not possible. According to the information given, the reported event was not caused by a deficiency in the devices but was rather related to the patient's weakened bone from cancer.